Event description:
Patient reported that about a week ago she started to experience severe headaches. Per md request, she went to the hospital on (B)(6) 2022 for testing due to the pain and went home the next day. Patient is currently titrating on rernodulin via remunity pump self mix which could be causing the headaches. Patient has been taking excedrin migraine to help alleviate the pain. Md is aware. No other information provided at this time. Reported to (B)(6) by pt/caregiver.